Event description:
It was reported that during the implant attempt the lead was dislodged when breathing. The thickness and location of the vessel was noted as a contributing factor, another lead was implanted. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.